Manufacturer narrative:
Because a serious injury resulted in this case, this event meets the criteria for reportability (B) (4).

Event description:
It was reported that the tip of a pair of ovation cutters separated during use and was aspirated by the pt. The piece was retrieved by means of an endoscopic procedure and the pt stayed in the hosp overnight for observation.